Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2018. An email received on 08/14/2018 noted that this lead was fractured years ago and also exhibited noise. The physician dr. (B)(6) at (B)(6) medical center. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).